Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to gore and an engineering evaluation was completed. The device evaluation showed the following: the lock pin was clearly visible as it was bent and disengaged from the leading olive. The bent, disengaged lock pin on the leading end of the device is consistent with the physician¿s observation of the metal pin of the re-constraining system (lock-pin) being pulled out of the olive and bent. The cause of the bent, disengaged lock pin is likely due to the reported off label use of the device.

Manufacturer narrative:
Rlt311417 lot: 15114829 UDI:(B)(4). Involved in this complaint are following devices: dsl1828 lot: 15118231 UDI:(B)(4). Dsl1828 lot: 15033849 UDI:(B)(4).

Event description:
The following was reported to gore: the patient presented with an abdominal aortic aneurysm which was intended to be treated with a gore&#59397;excluder&#59393;aaa endoprosthesis on (B)(6) 2016. At the start of the procedure the physicians prepared both groins and the left brachial artery with cut downs. Reason for the brachial artery preparation was potential support in straightening the proximal neck, as there was a substantial neck angle visible of the CT. Advancing the dsl1828 (lot#: 15118231) on the right side did not work. We could not get it past the aortic bifurcation. We changed it for a dsl1228 (lot #: 15113038) and tried the previous dsl1828 on the left side. With a lot of force, the sheath got in place. An attempt was made to advance the main body (rlt311417 lot#: 15114829) but the physician was not able to advance the device through the sheath, most likely caused by a kink in the sheath. The usual approach like rotating the sheath or pulling/pushing the sheath forward was not a solution for the kinked sheath in this case. The physician decided to advance a stiff amplatz wire from the left brachial artery, all the way through the dsl1828 on the left side to help straighten the anatomy and dsl sheath out. At this point the main body did not show any signs of damage. The physician tried again to advance the main body, but it got caught in the sheath again because of persistent kinking. The physician removed the main body and at this time it was noticed the metal pin of the re-constraining system had been pulled out of the olive and had bend. The physician decided not to use the device again. A new dsl1828 (lot#: 15033849) was used in an additional attempt. The same problem occured. The second rlt was not used. Instead the decision was made to convert to open surgery.